Event description:
As reported, during use of an unknown elunir stent there was stripping of the device off from the delivery balloon before the balloon was inflated. This led to the stent being sat in situ in the left main undeployed. There were no reported patient injuries. The consultant managed to inflate a percutaneous transluminal coronary angioplasty (ptca) balloon distal to the stent in order to be able to pull it back into the guide and remove it from the coronary vessels. Unfortunately, the stent could not be removed from the sheath and had to be left in situ in the patient¿s radial artery. Any of the materials used are not available for analysis. The device was stored in the cath lab on a trolly at room temperature. The device was stored for approximately eight weeks. The customer tried to remove the stent from the patient by inflating a semi-compliant ptca balloon over the wire distal to the stent and pulling it back into the guide catheter and then planned to pull it back through and out of the radial sheath, but the stent crushed and the customer could therefore not get it through the distal segment of the radial sheath, and therefore had to leave the stent inside the radial artery. The target lesion was the ostial left anterior descending (lad) and the ostial circumflex. The device was not used for a chronic total occlusion. The current status of the patient is unknown. There are no procedural cd/film available for review.